Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The return of the device may have aided the investigation. Based on the information received with this event, a definitive cause for the reported experience could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). Device expiration date changed from 12/31/2013 to 1/31/2013. Five unused representative samples with the same part and lot number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy of the right common femoral artery after an interventional procedure. Reportedly, during foot deployment, the lever could not open. Another proglide was used and it was very difficult to open the lever and the device achieved partial closure. A cut down was performed to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.